Event description:
When the doctor was sealing the spleen and gastric junction the jaw of the device broke in an unspecified manner. The patient lost blood and the surgeon needed to convert to an open procedure. There is no current patient status available.